Event description:
Btm was implanted to an unspecified location for an unspecified indication. The surgeon reported that the product was fine but the patient was unable to tolerate it and the device was removed from the patient.

Manufacturer narrative:
A batch review was performed on lot was performed and it was concluded there were no events associated with manufacturing that could have affected product safety as the batch met all specifications at the time of distribution. Based on the clinical details available the exact cause of why the patient was unable to tolerate the btm device could not be determined, however based on the reported details and medical assessment, is possibly device related. As a result of the investigation, it has been concluded there is no product risk, no review and reference of the risk assessment is required at this stage, a CAPA is not required, and the case will be subject to trending according to documented post market surveillance procedures.